Manufacturer narrative:
Additional information: b5, h6, h10. The results of the investigation are inconclusive since the device was not returned for analysis. The device was manufactured according to specifications as supported by the receiving inspection results. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information provided confirmed the procedure was able to be completed and this event no longer meets reportability. Additionally, the probes were the suspected complaint products. The generator that was originally reported was functioning as intended.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
During a procedure, an "unsafe probe" error message displayed on ports 1 and 3 regardless of what probe was used. The procedure was cancelled. There were no patient consequences.